Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).